Event description:
Replaced 02 bypass assembly to correct adjustable pressure limiting valve not releasing airway pressure in bag mode when set to minimum to prevent potential barotrauma to patient. Health code: 4580. Device code: 3012. Reference report: mw5174522.